Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) encountered a system overheating issue. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2, h11. Corrected field : h6 ( medical device ¿ problem code).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The getinge fse found no problem with temperature readings or other operational issues, but the hospital staff were concerned about system overheating, so the temperature sensor was replaced as a precaution since it was found to be dirty. 5000-hour scroll compressor, 5000-hour vacuum/pressure muffler were replaced as they've exceeded 5,000 hours. Operational inspection performed with good results. The equipment was returned in a usable condition.

Event description:
N/a.